Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to soreness at the pocket site. The pt is reportedly doing well following the revision procedure.